Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, a photograph of the reported device was provided which confirmed the event as reported. Without an actual sample the root cause of the reported event cannot be conclusively determined. All information reasonably known as of 23 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a patient had a halyard gastric-jejunal feeding tube (gj tube), 18fr 1.7cm 30cm tube that ¿broke off¿. (B)(6)2022, to ¿grab¿ the broken tube from the small intestine, where it was replaced by the doctor. There was no reported injury to the patient. Additional information received (B)(6)2022 reported, interventional radiology (ir) placed the gj tube on (B)(6)2022 ; the tube was being replaced when the ¿break¿ was discovered. An endoscopy, with general anesthesia, was performed to remove the broken gj tube and to place the new one. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6)2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.